Manufacturer narrative:
A labeling review identified that the architect i2000sr and isystem service manuals adequately address safety hazards including the wearing of personal protective equipment (ppe) and safety awareness where hazards may exist. No adverse trends for the complaint issue were identified in the review of historical complaint data. This is the sole complaint for an injury sustained during movement of a pipettor. The service engineer believed all pipettor movement had stopped during analyzer initialization when he placed his hand inside the analyzer. The architect system operations manual states that the operator should never reach into the processing module while it is operating. The injury was due to use error. Based on the results of this investigation, there is no indication of a malfunction or deficiency. (B)(4).

Event description:
An abbott field service engineer stated that while performing service on architect i2000sr serial number (B)(4), on (B)(6) 2015 for a stat probe pipettor issue (error code 5901, motor command time out), he thought the analyzer had stopped all movement and placed his hand inside the analyzer which was then struck by the pipettor as it moved. The pipettor struck his right pinky finger. He was not wearing personal protective equipment (gloves, lab coat or safety glasses) while servicing the analyzer. He received a (B)(6) immunoglobulin injection for the injury.